Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-30 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221283, plate trypticase soy agar 100 ea, for batch number 1021745 and complaint # (B)(4) for performance. During manufacturing of material 221283, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1021745 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis (coa) which can be obtained at www.bd.com/regdocs. Trypticase soy agar is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 1021745. Retention samples from batch 1021745 were not available for inspection. Returns were received for investigation. One hundred plates from batch 1021745 were returned as 10 unopened sleeves shipped in a box with air bubbles (time stamps 1141, 1147, 1148, 1207 and 1208). Return plates were tested per the standard performance protocol for material 221283 for pseudomonas aeruginosa atcc 9027 as described in the coa. Returned plates had heavy growth of atcc 9027 at two days incubation. Tsa control also had heavy growth. Recovery of atcc 9027 on returned plates as compared to the tsa control averaged 94%. Recovery was within the specification of 50 to 200%. No photos were received for investigation. Retention sample testing was satisfactory for atcc 9027. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported while using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) 800 plates failed growth promotion. There was no patient impact. The following information was provided by the initial reporter: it was reported that failed growth promotion of product 1. Qc organism(s) that failed testing: pseudomonas aeruginosa atcc 9027 organism maintenance: atcc microorganism. Grown on tsa slants. Harvested and diluted as necessary. 2. Incubation what type of incubator is used (co2, etc)?: standard temperature- controlled incubator. Temperature of incubation: 30-35c time incubated: 42 hours 3. Results will results be reported as cfu recovered or growth/no growth?: cfu recovered as percent of control count. 4. Other how long has this media been in use at this facility?: first time bd tsa media used. This batch was not used for any release testing. Is this the first testing failure?: yes for tsa for p. Aeruginosa multiple or single technologist performing this test?: initial test: one microbiologist, retest: two different microbiologists. Do you have lot numbers that worked in the past? No

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) 800 plates failed growth promotion. There was no patient impact. The following information was provided by the initial reporter: it was reported that failed growth promotion of product qc organism(s) that failed testing: pseudomonas aeruginosa atcc 9027. Organism maintenance: atcc microorganism. Grown on tsa slants. Harvested and diluted as necessary. Incubation: what type of incubator is used (co2, etc)?: standard temperature- controlled incubator. Temperature of incubation: 30-35c. Time incubated: 42 hours. Results: will results be reported as cfu recovered or growth/no growth?: cfu recovered as percent of control count. Other: how long has this media been in use at this facility?: first time bd tsa media used. This batch was not used for any release testing. Is this the first testing failure?: yes for tsa for p. Aeruginosa. Multiple or single technologist performing this test?: initial test: one microbiologist, retest: two different microbiologists. Do you have lot numbers that worked in the past? No.